Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during an implant procedure, when connecting the pacemaker to the ventricular lead, it was not confirmed that the lead tip was fully inserted into the pin box. The lead was removed and reinserted. When removing the torque wrench, the screw came out with it. The pacemaker was unable to be used, and the procedure was completed with a different pacemaker. This pacemaker has not been returned to boston scientific. No adverse patient effects were reported.